Manufacturer narrative:
Product complaint # : (B)(4). The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the tka surgery for knee osteoarthritis was performed using the attune knee system. During the surgery, the reported device got broken at its metal part when the surgeon impacted it with a hammer. The surgeon replaced the broken device with a new one to successfully complete the surgery with no delay. There was no adverse consequence to the patient.